Event description:
A malfunction alarm was reported with malfunction code "malf 12," and there were no notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted and was instructed to put the pump into storage mode before returning it using a pre-paid label provided by tandem.